Event description:
It was reported that during a procedure, the ¿blast shield in fiber connector got very hot and broke fiber connection within the fiber connector.¿ the procedure was completed with another fiber. There was ¿no injury¿ to patient reported.

Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber was (B)(4) feet (B)(4) inches; the fiber was broken within the fiber blue outer sheath at the connector side; the connector was detached and returned; the proximal end of the fiber blue outer sheath exhibited melting/tear/burn marks; the proximal end of the glass fiber was fractured within the blue outer sheath and did not extended from blue jacket; the distal fiber tip exhibited fracture and mild devitrification and extended 5 mm from the blue jacket distal end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.